Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
For the investigation the logfile was analyzed. No indication for a device malfunction was found. The reported symptom was caused by a significant leakage in the patient circuit in combination with a fresh gas flow that was set too low. The device posted corresponding alarms ¿apnea¿, ¿minute volume low¿, ¿fresh gas low or leakage¿, ¿no air delivery¿ and ¿emergency air inlet activated¿ to inform the user about the situation. During system test and leak test, internal and external leakages are detected. During use, based on leakage, fresh gas flow settings and set alarm limits, several audible and visible alarms would be issued as it was also in the particular case. Finally, it can be concluded that the device has reacted as specified upon the detected deviation by posting corresponding alarms. Based on the investigation results the case was subsequently assessed as not reportable.